Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - dual port w bd¿ q-syte the needle was unable to be removed completely. Patient had to have new IV inserted. The following information was provided by the initial reporter: IV placed into patients arm, flashback obtained, needle attempted to be removed but unable to remove completely. Remained at end of IV hub until replaced with new IV.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summarythere was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - dual port w bd¿ q-syte the needle was unable to be removed completely. Patient had to have new IV inserted. The following information was provided by the initial reporter: IV placed into patients arm, flashback obtained, needle attempted to be removed but unable to remove completely. Remained at end of IV hub until replaced with new IV.